Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 5. On (B)(6) 2025, fracture of the implant was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain and inflammation. No further patient complications were reported.